Manufacturer narrative:
H10: per additional information, there was no deviation from IFU (instructions for use) in reprocessing steps for the area where foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the auxiliary water channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope, had problems related to connecting to the processor. The issue was noticed before the procedure. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation and it was found that the auxiliary water channel was clogged with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: bending section cover or distal sheath rubber rubber glues separated; error code e226 (scope communication error) displayed; bending angulations out of specifications; mouth guard piece for endoscopy damaged; and the connector corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.